Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with three (3) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was resistance with the sheaths and the dilators broke. It was reported that after a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was opened, water was flushed and then when the dilator was inserted, it did not progress and the dilator broke. Another sheath with a different lot was used, but the process did not progress in the same way, and the third one was also similar. This issue was resolved by using agilis sheath. The procedure was completed without patient's consequence. Additional information was received confirming all of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small used had the issue with the broken dilator. There was no occlusion when irrigating any of the sheaths. The sheaths were not completely blocked or narrow. The physician was not able to move the dilator forward, but they were still able to withdraw. The dilator was not stuck in the sheath. There was no visible damage/deformation of the dilators. The dilator did not break into two or more pieces. The customer¿s reported ¿resistance¿ issue is not considered to be MDR reportable since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is MDR reportable for the broken dilator issues.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has three (3) reports: this report for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small). MFR # 2029046-2022-00744 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small). (3) MFR # 2029046-2022-00745 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was resistance with the sheath and the dilator broke. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis found the vizigo sheath, the brim cap, and the hemostatic valve in good conditions. However, a bent was observed on the returned vessel dilator, it was not broken. The functional test was performed, in accordance with bwi procedures. The vessel dilator and a catheter were introduced into the vizigo sheath and some resistance was felt during the testing. The vessel dilator od was measured, and it was within specifications. The resistance reported by the customer was confirmed. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. However, an internal corrective action has been opened to investigate resistance issue. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the broken dilator. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the resistance with the sheath. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent in the shaft. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On (B)(6)2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).